Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed self-test and no missing segments/partial display noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. The customer doesn't recall significant event leading to the hospitalization. The customer was released from the hospital. The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was 419 mg/dl. The customer took a manual injection. The customer stated that the device was not dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.